Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse checked the dispense and wash aspirations. The cse checked the sample and reagent probe. The cse replaced the reagent probe syringe and waste tubing. The cse inspected and cleaned the luminometer. The cse ran a precision study, which passed. The cse ran quality control (qc), which were within range. The cause of the discordant, falsely low thcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total human chorionic gonadotropin (thcg) result was obtained on one in-vitro fertilization patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on alternate instrument, resulting higher. The patient was received thcg injections, to see if the thcg levels increase. The initial result was not corrected. The following day, the patient returned for another injection, and the thcg result was higher, as expected. A rise of about 200 uiu/ml for each injection was expected. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low thcg result.